Manufacturer narrative:
These patient information fields were not available. Xeridiem (legal manufacturer) part number is 70-0023-018; boston scientific (exclusive distributor) part number is m00582140. Xeridiem is legal manufacturer for the device and (B)(4) is our exclusive distributor. Therefore the initial reporter to xeridiem is a person associated with (B)(4). In addition, FDA notified boston scientific of a medwatch voluntary event report associated with the event (mw5063228). The device was not able to be returned for evaluation. Since the device was not returned for evaluation, a definite root cause for the reported problem could not be determined. Xeridiem did review its complaint records for this specific device and did not find any similar complaint on this specific device. The process for manufacturing this device was reviewed with no nonconformances found.

Event description:
Patient has an endovive 18 fr right angle feeding tube (balloon device). Patient was admitted in picu for pneumonia, respiratory distress, and g-tube leaking. We have attempted to remove/replace his feeding tube due to the severe leaking. We are unable to deflate the balloon and subsequently remove the tube. Patient has been evaluated by pediatric gastroenterology who also cannot remove the tube. The current plan is for him to go to interventional radiology to have the balloon popped endoscopically. Patient will require general anesthesia for this procedure. Reported via medwatch voluntary event report mw5063228.